Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event has been entered as the same as published date since date of data collection was not provided. Article title: third generation continuous flow left ventricular assist devices; a comparative outcome analysis by device type. M. Mihalj, p.p. Heinisch, p. Schober, s. Dobner, m. Fuerholz, m. Martinelli, b. Hugi-mayr, t.m.m.h. De by, p. Mohacsi, j.c. Schefold, m.m. Luedi, a. Kadner, t. Carrel, l. Hunziker, d. Reineke. Bern university hospital, inselspital, department of cardiovascular surgery, bern, switzerland; 2vrije universiteit medical center (vumc), department of anaesthesiology, amsterdam, netherlands (the); 3bern university hospital, inselspital, department of cardiology, bern, switzerland; 4eacts, euromacs, windsor, united kingdom; 5bern university hospital, inselspital, department of intensive care medicine, bern, switzerland; 6bern university hospital, inselspital, department of anesthesiology and pain medicine, bern, switzerland on behalf of lvad unit university hospital bern. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported patient outcomes of death could not be conclusively established through this evaluation specific device serial numbers were not provided, and no product was available for evaluation. The applicable serial/lot numbers of the heartmate 3 lvad's (left ventricular assist devices) associated with the reported events were not provided and were unable to be identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research abstract titled ¿third generation continuous flow left ventricular assist devices; a comparative outcome analysis by device type¿ identifying that heartmate 3 may be related to death. The results were plotted by hazard ratio. This was a retrospective observational analysis of all patients who underwent heartmate 3 implantation at a (B)(6) academic center between (B)(6) 2010 and (B)(6) 2020.